Manufacturer narrative:
Ref. Device evaluated by manufacturer: no due to device not received for evaluation. Note:the initial 5-day decision criteria and 30-day decision criteria regarding if the case is reportable or not has been met. Based on the knowledge and understanding at that time it was decided not to send any MDR report. The reason for a new decision to report is based on the clinical evaluation re-assessment due to ongoing literature and regulations new knowledge.

Event description:
From the case log: - end user has had six domes removed with three different medical providers. All objects were small surefit domes part number 19398200. - follow-up states: end user reported the following to provider: she does not recall any 'missing' domes from hearing aid after initial trip to urgent care for dome removal. She went on to say she feels it was not taken care of in one trip as providers did not take an additional look in ear after one was extracted. First visit was at urgent care. Second visit was with health care professional. Third visit was at ear nose throat office. - provider (health care professional) has asked end user to come into store for regular dome changes and cleanings. Provider states earmold may not be solution due to ear anatomy.